Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was not known. It was stated that the customer was experiencing high blood glucose levels prior to the event due to a steroid injection. It was also stated that the customer's basal rates had been adjusted several times. Troubleshooting could not be done by the nurse, and she was advised to have the customer call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.